Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6 cm diameter abdominal aortic aneurysm. It was reported that during the stent graft deployment, the grey back end piece of the delivery system came off due to an unknown cause. The case was completed without issue. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: manufacturing related.

Event description:
The device was returned and its evaluation has been completed: the complaint was confirmed; the rear handle was disconnected from the delivery system. The root cause of the event was most likely manufacturing related

Manufacturer narrative:
(B)(4).